Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uk9n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the sensation of stimulation was intolerable on a daily basis. Once before when the patient had stimulation set higher, the patient felt tiny pin prick sensations all around the middle area of their pelvis, scrotum, testicles, and penis on (B)(6) 2015. It got kind of frustrating, and that was why the patient decreased stimulation lower. The patient turned stimulation off on (B)(6) 2015 to see if he could just go to the bathroom normally without it. No programming changes had been attempted and the patient was going to call his doctor. Stimulation felt like a prickling sensation on his testicles and penis and he didn't like it. This had occurred since implant of the permanent device. The patient turned the stimulator off for a week on (B)(6) 2015 to see what would happen and the patient was able to use the bathroom comfortably and regularly. The patient had been having some trouble and difficulty going to the bathroom and was not getting the empty sensation on (B)(6) 2015. This was with stimulation set at 0.5v and was why the patient was trying to use the programmer, to see if it would help with their symptoms. The patient was able to sync with their implantable neurostimulator (ins) and stimulation was on, set at 0.6v on program 4. The patient increased stimulation to 1.0v now. The patient felt stimulation where the ins was located and felt a little electrical activity around the ins. It felt like little bit pricks around the ins, but that sensation was beginning to decrease a little. No falls/trauma were related. This was not related to positional movement and no recent medical tests or emi exposure had occurred. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.